Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the needle did not return to the zero range when there was no pressure. There was no patient involvement.

Manufacturer narrative:
Received one device. Visual inspection confirms indicator needle not reading within zero area without any pressure applied. Unable to determine cause for gauge indicator not returning to "zero" position. Functional tested system to check for leaks by pressurizing unit to 300 mmhg and unit meets specifications noted as the indicator needle on the gauge moves as required and no leak detected; the units indicator needle returned to same location as started when pressure released. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.